Manufacturer narrative:
A partial lead was returned for analysis in 3 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
Related manufacturer reference number:2017865-2019-13281, related manufacturer reference number:2017865-2019-13293, related manufacturer reference number:2017865-2019-13294. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. The reported cause of death was cardiopulmonary arrest.